Event description:
A malfunction alarm was reported for a pump under warranty, and there were no notable events before the malfunction. The customer declined to answer whether their blood glucose levels exceeded a specific range, resulting in no additional information about any impact. Technical support decided to replace the pump, instructing the customer on how to prepare the pump for return and providing a pre-paid label for its shipment. The customer had no backup therapy for insulin administration at the moment and planned to contact their healthcare provider for further assistance.